Event description:
The device was reported with "air/water leakages" , found during an unknown event. No harm was reported. No patient injury, no user injury reported. Device return evaluation found foreign object observed to be coming out from the clogged forceps channel. This report is being submitted for foreign object observed to be coming out from the clogged forceps channel (this condition is caused by insufficient cleaning (handling issue).

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation , the reported issue of "air/water leakages" was confirmed. Inspection found pinhole on the channel tube (ch-tube) and due to pinhole, water tightness is lost (leakage occurs). Furthermore, evaluation found foreign object observed to be coming out from the clogged forceps channel (this condition is caused by insufficient cleaning (handling issue). In addition, dent observed on the ch-tube, due to dent forceps cannot be inserted smoothly (forceps passage test failed). Additionally, , the following defects were identified during device inspection: stretched angle wire noted. Due to wear of angle wire, the play of u/d knob is out of the standard value. Scratch noted on c-cover, connecting tube, control unit, forceps elevator, grip, universal cord, protector of universal cord and s-connector. Discoloration found on el-connector. The facility's clean, disinfect and sterilize (cds) , reprocessing information and ("survey results regarding foreign matter") were noted below : facility staff stated not able to clean, disinfect, and sterilize the product before requesting repair. Facility aware , stated ¿yes¿on the foreign object adhered to the device. Possibility of the device was used in a case with a foreign object attached to it- facility noted ¿no¿. The foreign object clogged noted to be a ¿10fr biliary drainage stent. Time lag between the end of clinical use and the start of pre-washing- noted ¿done properly¿ supply water and air to the air/water nozzle ¿ noted ¿no¿ problems with the accessories used for reprocessing- noted ¿normal¿. Submerging the endoscope in cleaning solution ¿no response. Device manual cleaning - wiped/brushed the air/water nozzles with gauze, brush/ sponge send liquid to the air/water nozzle- noted ¿no¿. Concerns about reprocessing- no response. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
Correction: d5 - health professional should have been selected rather than other on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that foreign matter remained inside the forceps channel. It is likely that foreign matter larger than the inner diameter of the forceps mouth got into the forceps channel and caused clogging. The foreign matter was unable to be identified. It was confirmed that reprocessing was not implemented according to the instructions for use. Olympus will continue to monitor field performance for this device.